Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device. The customer reported that they use a minimed 780g insulin pump with the adc device and due to the "inaccurate blood glucose readings, frequently disconnect from the insulin pump and has false low blood sugar readings. The sensor is almost always 20 to 40 points off not matter how long you wear it or what location you apply it. It is also very sensitive to pressure which can also cause false low blood sugar warnings. These issues have caused serious high blood sugars and many false lows." There was no report of third-party treatment involved with the reported issues. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.